Event description:
Procedure type: laparoscopic banding procedure according to the reporter: a small piece of versaport plus 10-15mm trocar broke off in the patient during the procedure. Unable to retrieve the piece. The piece that broke off was less than 2mm in size. The piece was not recovered, md aware. No patient injury was reported.